Event description:
It was reported that a manufacturer representative tested the leads and impedance was above 10,000 ohms on almost all electrodes on both leads. The implant could not provide therapy as too many electrodes were out of range. The leads were removed from the neurostimulator, cleaned, and re-inserted. A large number of electrodes were still out of range, and the leads were explanted and replaced. There was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
Lead model 3777-45, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012; lead model 3777-45, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead model 3777-45 (B)(4) found all conductors were broken at the electrode crimp sleeve 6.5 cm from the distal end. All circuits were open. Analysis of the lead model 3777-45 (B)(4) found broken conductors at the electrode crimp sleeve 5.5 cm and 6.5 cm from the distal end. Circuits 1 through 6 were open.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.